Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a consumer from (B)(6) of fever and peritonitis in a patient coincident with dianeal pd2, unknown bag, therapy. On (B)(6) 2010, the patient started treatment with dianeal pd2, unknown bag, (dose, frequency and lot numbers were not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis which was manifested by a fever, abdominal pain and cloudy effluent. The patient was hospitalized on (B)(6) 2011 for the peritonitis. The cause of the peritonitis was unknown. The patient was treated with the remedial medications of fluconazole (200mg, od) and ceftriaxone (2gm, od, IV). The patient was discharged from the hospital on (B)(6) 2011. It was unknown if the dianeal therapy was ongoing. The peritonitis was ongoing and improved. The consumer believed that the event of peritonitis was not related to the dianeal pd2. An opinion of causality was not reported for the event of fever.